Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v514979, implanted: (B)(6) 2010, product type: lead .

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported the patient had a lead explanted 6 years ago due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.